Event description:
Medtronic received information regarding a port. It was reported that during the operation, the drainage tube broke. The surgery was completed after the device was replaced. There was a procedure delay of 10 minutes. The patient's status at the time of the report was alive-with injury. The injury was clarified as the following: the drainage tube ruptured, causing the fluid in the tube to leak out, requiring re-cleaning, and prolonging the operation time.

Manufacturer narrative:
E1. Healthcare professional information cannot be provided due to privacy regulations medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.